Event description:
The customer states that the axsysm processing center lid springs began to fail and on several occasions fell on the head of the instrument operator. No injuries have been reported and no medical treatment has seen sought.